Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and the buttons were not responsive. There was also a lost sensor alarm for which the customer declined troubleshooting. She stated that the alarm was due to the insulin pump being away from her while she was in the swimming pool. The blood glucose was 182 mg/dl. The customer stated that the device has gotten splashed with water several times due to being around the swimming pool. The device had not been fully submerged in the water. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. The insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.